Event description:
Healthcare professional reported a lap-band for which the pt experienced "hematemesis" and "a history of previous complications," first noticed when the pt presented with "hematemesis". The healthcare professional also reported pt was found to have a slipped laparoscopic adjustable gastric band placement". The lap-band system was explanted, it is not known it was replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding event product, or pt details has been requested. No additional info is available at this time.